Event description:
The surgeon implanted a silicone lens but it was damaged upon insertion. The surgeon enlarged the incision to remove the lens but it was not reported if sutures were required to close the incisional wound.